Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pulled back to the tricuspid valve as the young patient grew and was sensing the farfield atrial sense signal via the left superior vena cava (svc). No inappropriate therapy was delivered as a result of p-wave oversensing. Attempts to reprogram the non-bsc device sensitivity were performed, however, there was a concern that undersensing and/or dropout would occur. The patient's healthcare team was to discuss options. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.